Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion. It was reported while attempting a 3d verification scan in hd mode the pendant showed an error stating ¿generator overload¿, and the spin did not finish. The site changed to standard mode, and the image was acquired as expected. This issue occurred perioperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The washer was replaced and there was not enough silicon on the side of the tubing. The system passed a system checkout and was returned to an operational condition. A review of the software was performed. The logs determined that the software was functioning as designed and that this issue was caused by a hardware issue. If information is provided in the future, a supplemental report will be issued.